Event description:
Upon receipt of the recall packet and follow up to the customer, the firm was notified that the customer had a delaminated mattress.

Manufacturer narrative:
This mattress has not been inspected yet, due to the mattress not being returned. The customer is in the process of taking pictures and confirming the lot number of the mattress to send to the firm. This problem has been assigned to CAPA # (B)(4), and a follow-up report will be submitted upon completion of the corrective action.